Event description:
The issue has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
(B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the ipg was relocated to address the issue on (B)(6) 2021.